Manufacturer narrative:
This report is filed on january 17, 2019. (B)(4).

Manufacturer narrative:
This report is submitted december 14, 2018.

Event description:
Per the clinic, the patient underwent surgery (date not reported) to explant the device due to incorrect placement of the electrode array. The patient was reimplanted with a new device during the same surgery.